Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "bridge test failed" message was observed during a self-test. The complainant indicated that there was no pt involvement in the reported malfunction.